Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a merlin.net transmission revealed an atrial lead. The patient presented to the clinic and the atrial lead exhibited noise, high impedance and high thresholds. A lead dislodgement was suspected. The lead was successfully repositioned.